Manufacturer narrative:
A sample was not returned for evaluation, however, the customer provided a photo for investigation. A photo inspection revealed what appeared to be a grind defect on the IV cannula. As this is a confirmed complaint, a DHR review is not required. The root cause for this incident was determined to be a manufacturing deficiency. Remedial action required: CAPA (B)(4) has been initiated for this issue to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle of a 21 g x 0.75 in. Bd vacutaine® safety-lok¿ blood collection set bent during use because the patient's skin was difficult to penetrate. When the safety mechanism was activated, the safety shield did not cover the bent needle. There was no report of injury or medical intervention.